Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). H results: bd preanalytical systems received 100 samples from the customer facility for investigation. Bd pas evaluated the samples and confirmed that "insufficient vacuum" with the incident lot was observed. Conclusion: confirmed complaint. Root cause description: there is a small amount of gas (air) still residing in the tube, at low pressure. Due to that small amount of gas, environmental conditions could alter the pressure of this gas inside the tube during storage and impact the resulting draw volume. Therefore, it is important that tubes be stored under recommended conditions.

Event description:
It was reported that there was insufficient vacuum in bd vacutainer® sst¿ ii advance plus blood collection tube in combination with signal needle. No serious injury or medical intervention reported.

Manufacturer narrative:
Additional information: a DHR review was conducted, and no issues were identified.

Event description:
It was reported that there was insufficient vacuum in bd vacutainer® sst¿ ii advance plus blood collection tube in combination with signal needle. No serious injury or medical intervention reported.